Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Therapy was restored post-operative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation and ipg was deemed inoperable. Surgical intervention may be taken occur later to address the issue.

Manufacturer narrative:
Corrected data: date of explant has been added as it was inadvertently omitted in the earlier submission.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.